Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system halo was implanted during a procedure performed on (B)(6) 2010. According to the complainant, on (B)(6) 2012, the patient began to experience urinary tract infections, leg, hip, and sexual pain, and difficulty standing and sitting for a long time.